Manufacturer narrative:
One unpackaged ar-1922psm-1 drive assembly was received for investigation. The anchor associated with the ar-1922psm-1 that allegedly pulled out of the bone was not returned for analysis. No abnormalities were identified when inspecting the drive assembly. As such, the complaint cannot be confirmed. It was noted that the method used to prepare the bone, as well as the bone quality encountered, were not recorded.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a rotator cuff repair, the surgeon was malleting in the pushlock. On correct removal, the tip of the anchor stayed in the bone but the screw came out. Surgeon was not able to remove the tip of the anchor, it will remain inside of the patient. Two ar-1922psm-1 w / batches 10625897 and 10401450 were used during the surgery. It's not possible to determine which batch failed during the surgery. The surgery was completed successfully with a 4.75 sp swivelock. No further information has been made available.